Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, a cracked reservoir tube window, a cracked case at the display window corner, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report damage all over the insulin pump. The customer did not recall any significant events leading to the damage. The customer's blood glucose reading was 11.9 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a backup plan. Customer was informed that the device would be replaced.